Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported via the manufacturer representative (rep) that he stopped feeling stimulation about 1.5 hours ago. The trial was noted to have started monday. Additional information received from the rep in response to follow-up reported that the physician went in and moved the lead. The patient was doing okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.